Event description:
Customer reported that the insulin pump is broken at the reservoir compartment and the reservoir is falling out of their insulin pump. Customer had taped the reservoir in, but is worried about the longevity of that solution. Blood glucose value is 222 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads, minor scratched lcd window, broken reservoir tube lip and missing reservoir tube lip o-ring.